Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was returned for evaluation. The sample received was visually inspected. It was observed that the tubing on the space pump was detached. Upon closer examination, no visible solvent residue was detected, suggesting that an insufficient amount of solvent may have been applied during the bonding process. The defect reported was confirmed. Incidents of this nature are attributed to operator oversight during the manual solvent application process of the product. The operator applied insufficient solvent on the tubing during the bonding process. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. All available information regarding this occurrence has been forwarded to the appropriate manufacturing business unit in order to heighten awareness.

Event description:
As reported by the user facility: "starting the flush and the primary pump was beeping with an air bubble. I opened up the pump and the tubbing was broken in half. This did not affect the patient in any way. The primary infusion of the remicade was completed which is what the tubing being used was for. There was no infiltration or phlebitis."